Event description:
The customer reported being hospitalized due to low blood glucose of 50mg/dl. The customer stated that she was nervous and stress. Troubleshooting was performed. The caller mentioned that he drank orange juice and his glucose level went up to 330mg/dl, but he has treated with the insulin pump. The time and date were incorrect, but the bolus wizard and basal rates were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Assisted the caller to switch the entire infusion set and reservoir. The customer stated that she does not let the insulin to warm up to room temperature. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.